Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose level was 96 mg/dl. During a follow-up call on 6/24/2017, the customer confirmed successfully loading a new cartridge and resuming insulin delivery.